Event description:
Caller reported experiencing a cartridge alarm 29 during the load process of the insulin pump, which did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Tandem technical support provided a resolution by confirming that the pump would be replaced with one that has updated software, ensuring continued insulin delivery via an alternate method, multiple daily injections (mdi), while the replacement process was completed. The customer understood the necessary steps, including placing the pump into storage mode and returning it to tandem, and acknowledged receiving instructions regarding the new pump, which was shipped without a signature requirement.